Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 120 mg/dl, compared with the sensor glucose reading of 65 mg/dl. The customer stated that the issue sometimes occurred while he was sleeping and at other times during work. He declined to shut off the feature and declined troubleshooting assistance for the matter. He also reported that the sensors had some adhesive issues and would not stick to his body. He declined troubleshooting for this as well, and he advised that he would call when the issue occurred again in order to troubleshoot.